Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the device with pain. Rupture was diagnosed with an MRI. This record relates to the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported a rupture of the device with pain. Rupture was diagnosed with an MRI. This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed openings. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.